Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a lead revision due to suspected lead fracture. The rv lead was noted to have a high ventricular capture threshold and high lead impedance. In may the lead impedance had dropped to about 100 ohms and then rose to over 2500 ohms at one point. The rv lead was capped and replaced on (B)(6). Patient's condition was stable before and after the procedure.

Event description:
New information received indicated that noise was also noted on the rv lead.